Event description:
Additional information: the case was completed by an alternative procedure called "the button".

Event description:
It was reported that during a bph prostate procedure at 27,000 joules at 80w and 120w the fiber was lacking power. It was noted that the tip of the fiber had broken off inside the patient. The tip was retrieved and the fiber exchanged. At about 200,000 joules at 140w the second fiber was also losing power and the tip of fiber was cracking and breaking and finished at 286,000 joules. Patient outcome: "ok" reported. This report is for the first fiber used. .

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap is detached and returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap at the output window exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.